Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
A properly seated drum has a lancet that protrudes past the end cap on the multiclix device. No adverse events reported. Replacing and returning lancet device and lancets.